Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: a mentor smooth round moderate plus profile 500cc , catalog number 3502500. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor smooth round moderate plus profile 500cc and experienced right side deflation. As a result, the patient had undergone removal on (B)(6) 2019.